Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 0329086. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-14. Medical device lot #: 0329655 (invalid lot #). Medical device expiration date: na. Device manufacture date: na. Investigation summary: the analysis of the batch history was carried out, checking the quality notifications and maintenance orders of the batches mentioned in the complaint ((B)(4)). No quality notifications potentially related to the incident were found for any of the batches. For batch 0329655, a maintenance order was observed which could potentially be related to the incident. Through the analysis of the photo and video sent by the client, it was possible to confirm the deviation of foreign matter in the fluid passage of the syringe. As the product samples with the incident were not received, it is not possible to confirm the root cause. We inform that the current controls to detect the incident are carried out through visual inspection of particles every 01 hour in 50 pieces in the assembly process. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the ser plastipak 3ml ll 30x7al/un experienced foreign matter in the device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: it was detected, via customer complaint, the report of presence of impurities in the syringe, the customer reports that after aspirating the solution from the ampoule, he verified that there was an impurity, a black speck in the solution, as if it were inside the syringe, because it is larger than the opening of the needle, and it was not possible to have been aspirated. The customer sent video and image of the defect. It was observed at the time of product aspiration, it was not even applied to the patient. There was no harm to the patient, since the impurity was detected before application to the patient.